Event description:
It was reported that a user on the ilet experienced morning hyperglycemia to 220 mg/dl for about one hour after consuming a sugar-free caffeinated beverage without food, while in the early learning phase of therapy; no alarms or alerts occurred and no back-up therapy, ketone testing, or medical intervention was used. Symptoms included hyperglycemia. Outcomes included no injury and no medical or functional impairment. Investigation included complaint intake review and user education on meal announcements and automated correction behavior during the learning period. Investigation of this case revealed no device alarms and no device malfunction reported, with hyperglycemia occurring in the context of behavioral factors and ongoing algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.